Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information indicated the ble issue was resolved, however, no information was provided as to what caused the ble issue or how it was resolved. There were no reported patient consequences.